Manufacturer narrative:
(B)(4) - (retract, difficult to). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure in the lung performed on (B)(6), 2009. According to the complainant, prior to beginning the procedure, the needle electrode extended and retracted without issue. However, after use, strong resistance was encountered while retracting the electrode. The procedure was completed with the same leveen needle electrode. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.